Event description:
Lawsuit alleges plaintiff experienced a severe and incapacitating surge of electrical current which caused the pt to be thrown into a door whereby sustaining injuries. No report of explantation.